Event description:
It was reported hypotension occurred, requiring additional intervention. A 1.50mm rotapro and a rotawire were selected for a percutaneous coronary intervention (pci). The rotapro could not be advanced onto the rotawire. Another 1.50mm rotapro was selected, but again could not be loaded onto the rotawire. It was indicated a kink in the wire could have caused the loading issue, however this was not visually confirmed. The rotawire remained inside the patient, when the patient experienced hypotension and a balloon was used to continue treatment. It was noted that the hypotension was not present before the procedure. There were no further patient complications reported.

Event description:
It was reported hypotension occurred, requiring additional intervention. A 1.50mm rotapro and a rotawire were selected for a percutaneous coronary intervention (pci). The rotapro could not be advanced onto the rotawire. Another 1.50mm rotapro was selected, but again could not be loaded onto the rotawire. It was indicated a kink in the wire could have caused the loading issue, however this was not visually confirmed. The rotawire remained inside the patient, when the patient experienced hypotension and a balloon was used to continue treatment. It was noted that the hypotension was not present before the procedure. There were no further patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the of the rotawire ic. The proximal end, mid section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire had been kinked at 128cm from the proximal end. During functional testing, the returned rotawire was not able to be fully advanced into the test rotapro device due to the kink in the rotawire. Product analysis confirmed the reported kink and difficulty advancing the rotawire, as the returned rotawire was kinked at 128cm from the proximal end and was not able to be fully advanced into the test rotapro device. The reported hypotension and additional device needed to complete the procedure were not able to be confirmed, as clinical circumstances were unable to be replicated.